Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a patient receiving an gablofen 500 mcg/ml at 150 mcg/day via an implantable pump. The other medications the patient was taking at the time of the event was oral baclofen. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history was reported as ¿complicated¿. On (B)(6) 2019 the healthcare provider who requested compatibility guidelines for an MRI. Per the healthcare provider the pump had ¿malfunctioned" and was getting replaced tomorrow, however they were needing an MRI of the brain tonight. Additional information received on 24-sep-2019 from another healthcare provider via the company representative reported that the patient started getting cramping in legs with muscle twitching. The physician thought it may be the pump after aspiration of the catheter. There were no noted environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician ran multiple tests per the patient¿s family, they aspirated the catheter and ultimately felt there may be something with the pump. The actions and interventions taken to resolve the issue was the pump was replaced today, (B)(6) 2019. When they aspirated the old pump, they got 10 ml of gablofen back. The pump report indicated a volume of 6.7 ml was expected. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.